Event description:
It was reported that a patient experienced aggravated peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis event was not reported. On the same day as the receipt of this report, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency, duration and route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was reported to be recovering from the peritonitis event with antibiotics therapy. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is same patient as in (B)(4).